Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation and the wires were exposed. There was no material missing. The instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire was damaged on a fenestrated bipolar forceps (fbf) instrument. The customer used a backup fbf instrument to resolve the issue. No fragment fell inside the patient. The procedure was completed with no reported injury.